Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon of the catheter was damaged. The catheter was inserted into the patient for urine drainage. After the placement, it was observed that the catheter with a deflated balloon had fallen out of the patient. Upon inspection the facility found that the balloon was damaged. There were allegedly no missing pieces.

Manufacturer narrative:
The sample was received and the visual inspection noted no pieces of the sac were missing. Observed black liquid residue inside inflation valve, sac, and eye. Per functional testing: introduced water into the inflation lumen and did not experience any obstructions to impede flow. Dimensional evaluation results are as follows: eye snip length: 2/32¿. Inflation lumen coverage: 10 thou. Balloon thickness: 25 thou. Burst initiated from bottom collar of sac: 1cm. Tactile evaluation results are as follows: balloon thickness measures 25 thou. The edges of the burst area were not brittle. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.]" The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon of the catheter was damaged. The catheter was inserted into the patient for urine drainage. After placement, the catheter dislodged from the patient with a deflated balloon. Upon inspection, the facility found that the balloon was damaged. There were allegedly no missing pieces.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon of the catheter was damaged. The catheter was inserted into the patient for urine drainage. After the placement, it was observed that the catheter with a deflated balloon had fallen out of the patient. Upon inspection the facility found that the balloon was damaged. There were allegedly no missing pieces.